Event description:
It was reported via repair work order that the head end hi/lo lift was inoperable due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was elevated and inoperable due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the head end lift was elevated and inoperable due to a damaged cpu board.